Manufacturer narrative:
Patient demographic information was not made available as the site declined to provide those details. Return requested for the navigation system computer. No parts have been received by manufacturer for analysis. 10/12/2015 a medtronic representative, following-up at the site, reported due to the age of the navigation system, the site has made a decision that no further troubleshooting will be done. No further issues have been reported.

Event description:
A site biomed representative reported that while preparing for a cranial procedure, their navigation system would not boot. It would turn on and begin to load, and then the computer would turn off and the screen would say "no input detected." No trouble-shooting was performed. The surgeon opted to discontinue the use of the navigation system and abandoned the surgery. No further details were reported.